Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller states that a patient reportedly received the following results on an aviva meter within 10 minutes: 67 mg/dl, 132 mg/dl, 75 mg/dl. Caller treated patient with 5 units of novolog insulin. No death or serious injury reported. Requested return of suspect device and replacement was sent.